Manufacturer narrative:
Conclusion: the device is not available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Device was disposed by the hospital.

Event description:
During a coil embolization procedure, the physician attempted to advance a ruby coil through a microcatheter and the pusher wire of the ruby coil snapped. The physician was able to remove the ruby coil and the procedure continued successfully using another ruby coil. The patient is well. There is no report of an adverse effect on the patient.